Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that one year after a foot surgical procedure, the patient experienced pain at the surgical site. An x-ray was performed and it was determined that probably there is a broken needle tip in the site.